Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was intact and some scratches on lcd lens screen. The customer stated problem was not confirmed. Could not duplicate customers reported problem. Error was found in the device ehl (event history log). The downstream occlusion sensor was replaced for preventive maintenance. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed the alarm -cassette not attached properly. Reattach cassette-. No patient injury was reported.